Manufacturer narrative:
Method: electrode belt sn (B)(4) was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash. The patient's physician at his assisted living home prescribed a powder medication. Follow-up indicated that the patient was using the powder and that the rash was getting better.